Manufacturer narrative:
Device analysis for ins (B)(6) revealed no significant anomaly. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead (B)(6) revealed no significant anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body tubing was loosened in the molded rubber at the distal end of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that when the stimulation was off the electrical shocks stopped but the pain at the ins site remained. The electrical sensation was not position dependent. The cause of the electrical sensations/shocks was not determined. All the hardware factors that could have caused this were checked and eliminated as potential contributing factors. There were no known contributing factors. The sensations were described as being sharp and painful. There were no technical issues, the implantable went smooth and the wound healed nicely. There was no redness, irritation, swelling, inflammation or wound discharge at the ins site from implant and no infection at the ins site. The patient did experience a burning sensation. The manufacturer was not aware of any patient falls or trauma after implant. The scheduled surgery in march was cancelled due to an unrelated device infection and diarrhea. As of (B)(6) 2020 the explantation was not yet performed. The surgery has been postponed due to covid-19 as elective procedures are postponed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 22-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain at the ins implant site. The pain was described as ¿having stitches with the needles¿. The patient also experienced electrical sensations or electrical shocks at the site where the wire of the electrode was exiting the ins. The ins was implanted in the gluteal region on the left side of the body. The impedance measurement was in range. There were no known external contributing factors. The patient was advised to turn off the ins with the 0 voltage to see if the event resolves. The doctor will decide how to proceed when the patient notifies them. Additional information was received reporting the impedance measurements have been done regularly and were always in normal range. The problem with the pain started soon after the implant of the ins. The doctor advised the patient to wait a while for the post-operative healing to go on, but the pain remained. The cause of the event was unknown. The patient was scheduled for explant of the lead and ins on (B)(6) 2020. No further complications were reported or anticipated.